Manufacturer narrative:
The customer's meter and test strips were requested for investigation. This event occurred in (B)(6). Medwatch field UDI number = (B)(4). Medwatch field phone number = (B)(6).

Event description:
It was reported that a patient received a discrepant result when testing with (B)(4). A venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 6.8 inr. Within 10 minutes of laboratory testing, a sample from the patient was tested using the meter, resulting with a value of 5.2 inr.

Manufacturer narrative:
No material was returned for investigation. Test strip retention samples passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.